Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported that following an aortic repair procedure, the right atrial (ra) lead exhibited a loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.